Event description:
It was reported that a one-link non-dehp catheter set had no flow. The reporter further explained that the set was being used to draw blood, however it would not flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One used unit was received for evaluation. A visual inspection revealed no defects. Functional testing (clear passage, pressure testing and simulated use testing) was performed with no issues. The reported problem was not verified and the unit met specifications. Should additional relevant information become available, a supplemental report will be submitted.